Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. A complete mfg review could not be performed as the lot number is unk. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The device was returned. The complaint investigation is unconfirmed for a leak, as the balloon was inflated and deflated with no leaks identified.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The facility phone number has been updated as the number in the file was not in service. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that a leak was found in the pta balloon while pulling negative pressure, prior to the first balloon inflation. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.